Event description:
It was reported by service report that the fowler motor was drifting down with weight; the head-end siderail outer panels were structurally cracked with no sharp edges. The footboard scale and standard modules were cracked but still functional. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning clutch assembly. Damaged head-end outer siderail panels.